Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient in the lips with juvéderm® volbella® xc. Over 2 months later, the patient developed "granulomas" at the injected areas. The "granulomas" have not been confirmed with a biopsy. 5 days later, the patient was treated with prednisone. A week later, the patient was treated with hylenex® and "some resolution was made but not complete." Almost three weeks later, the patient was treated with hylenex® once more. The symptoms have not resolved. The event has not led to permanent damage.